Event description:
It was reported that patient underwent custom hip arthroplasty on (B)(6), 2011. Subsequently, the custom tri-flange has migrated in the patient. This shift may be due to a tumor in the patient's pelvis. No revision procedure has been scheduled.

Manufacturer narrative:
No revision procedure has been scheduled yet. Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "implants can loosen or migrate due to trauma or loss of fixation".